Event description:
It was reported that the customer experienced a high blood glucose level, which was displayed as "high" and the exact value was unknown. The customer obtained this value using both a cgm and a bg meter. To address the high blood glucose level, the customer administered a correction injection via mdi. Technical support advised the customer to inspect various components and confirmed that the infusion set was neither dislodged nor leaking. The customer was advised to consult with a healthcare provider to discuss possible effects on blood glucose levels and understood to replace supplies and monitor as necessary.